Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms and the pump shutdown while attempting to troubleshoot. The customer's blood glucose level was not impacted as a backup insulin method was used to manage diabetes. As the customer was not connected to the pump, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion and pump shutdown. Cts reviewed the pump history and did not see that the pump shutdown and informed the customer that insulin delivery may have stopped due to the alarm or completion of the bolus.